Event description:
The subject was treated in the emergency room for hypoglycemia with a blood glucose of 45 mg/dl (approx. 18:00) per the hcp meter (brand unk) while subject's fasttake meter read 217 mg/dl (18:04). Prior to the event the subject's blood glucose per subject's meter was 518 mg/dl (16:28), however subject was experiencing symptoms of low blood glucose (shakiness, abdominal pains). The subject took 20 u r insulin and at 17:30 the subject's blood glucose per subject's meter was 210 mg/dl. The subject experienced severe chest pains and went to the ER (approx. 18:00) where subject was treated with glucose and an IV.